Manufacturer narrative:
The analyzer's serial number is (B)(6). The customer's qc and calibration were acceptable. The frequency of sample quality-related alarms (sample clot detection and sample foam detection) indicates a potential sample quality issue. The sample from patient 1 showed particles/debris and film on the upper plasma surface. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 368 ng/l. The repeated result was 11.90 ng/l. The sample was repeated on another module and the result was 12.70 ng/l. Patient 2: the initial result was 30 ng/l. The repeated result was 78.9 ng/l. The sample was repeated on another module and the results were 28.1 ng/l. And 28.9 ng/l.

Manufacturer narrative:
The investigation determined the issue, for the event with patient sample 1, was consistent with inappropriate sample quality. The investigation could not identify a specific root cause for the event with patient sample 2. A general reagent issue was excluded. The investigation did not identify a product problem.